Manufacturer narrative:
The following other lot codes for the reported cat # were also listed in this report: km2t55b; device manufacture date: 11/5/2007, km3e55; device manufacture date: 3/28/2008, km3h55; device manufacture date: 5/6/2008, km3l55; device manufacture date: 7/10/2008. A supplemental report will be submitted upon completion of the investigation. This is the same event as the MFR#: 2249697-2011-00628, 00629, 00630, 00631, 00632, 00633, 00634, 00635, 00636, 00637, 00638, 00639, 00640, 00641, 00642, 00643, 00644, 00645, 00646, 00647, 00649, 00650, 00651.

Event description:
Hosp reported to branch personnel that devices could not clean. Upon inspection, it appeared that the plastic around the magnet located in the ctr of the devices was wearing away which created the appearance of residue on them. Also there were small cracks in the plastic emanating from the portion of the devices where the magnet was located but only on some. These items represent the sum total of units that were in branch loaner instrument trays.